Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump issued repeated beeping and displayed an ¿unable to proceed¿ alert during an attempted supply change and rewind, after which a factory reset and app re-pairing did not resolve the alert, consistent with a failure to infuse and a stalled motor associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, with consecutive stalled motor alerts indicating a motor-related failure that prevented insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.